Event description:
During use of a 6fr exoseal, the physician was unsuccessful in deploying the plug in the access location. When the device was being removed from the patient, he felt resistance when withdrawing the vcd and the brite tip sheath from the vessel. It was noted that the plug was partially deployed in the shaft when removed as a single unit. There was no patient injury. The patient was a (B)(6) female. The exoseal (6f) was used for the hemostasis after the unknown procedure. Approach was made from the common femoral artery, and there was moderately calcification and no stenosis observed at the access site. After the treatment of the unknown lesion, the exoseal was inserted into brite tip sheath (6f 11cm) and securely locked. There was resistance felt while the exoseal with the brite tip sheath was being retracted. Then, the physician applied pressure (force) on retrieving the exoseal and the brite tip sheath, but the pressure (force) caused the further retraction of the exoseal and the brite tip sheath, and the indicator window slightly showed the black-red pattern (indicator window started to change the black-red pattern). Then, the physician slightly returned the exoseal and the brite tip sheath, and pushed the plug deployment button. However, when exoseal with the sheath introducer came out of the patient as single unit, the plug came with the delivery shaft. The plug was noted to be protruding from the shaft. Therefore, the physician applied manual compression to achieve hemostasis. There were no bleeding complications during and after the procedure. There was no patient injury reported.

Manufacturer narrative:
Physician's comment: the brite tip sheath may have been caught while the exoseal and the brite tip sheath were retrieving, and then, they were retrieved further. The patient's subcutaneous tissue was thin causing the retrieving difficulty of the brite tip sheath, which might have caused the plug deployment difficulty. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by an affiliate, there was difficulty in removing the brite tip sheath from the vasculature, and an exoseal plug partially deployed. Vascular access was made from the common femoral artery, and there was moderate calcification and no stenosis observed at the access site. After treatment of an unknown lesion, the exoseal was inserted into the brite tip sheath (6f 11cm) and securely locked. There was resistance felt while the exoseal with the brite tip sheath were being retracted. The physician applied pressure (force) on retrieving the exoseal and the brite tip sheath, but the pressure (force) caused further retraction of the exoseal and the brite tip sheath, and the indicator window slightly showed a black-red pattern. The physician slightly returned the exoseal and the brite tip sheath, and pushed the plug deployment button. However, when the exoseal with the sheath introducer came out of the patient as single unit, the plug came out with the delivery shaft. The plug was noted to be protruding from the shaft. Therefore, the physician applied manual compression to achieve hemostasis. There were no bleeding complications during or after the procedure. There was no patient injury reported. According to the physician, the brite tip sheath may have been caught while the exoseal and the brite tip sheath were being retrieved and the patient's subcutaneous tissue was thin causing the retrieving difficulty of the brite tip sheath, which might have caused the plug deployment difficulty. The devices were not returned for analysis. A review of the manufacturing documentation of the brite tip sheath lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without return of the devices, the complaints could not be confirmed. Based on the information provided, there were access site vessel characteristics that may have contributed to the difficulty in removing the sheath and plug deployment difficulty (calcification). There is no evidence that the events were related to a manufacturing or design issue, therefore, no corrective action will be taken at this time.